Event description:
It was reported that channel one was programmed to administer 18 ml of a solution at 18 ml/hr. Reportedly more solution was administered that was anticipated. No add'l clinical info was received. No pt injury resulted.